Event description:
Customer reported a high blood glucose (bg) reading, but the specific value was unknown as the display showed "high." Cause was not known. The customer did not take any immediate action to address the bg level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.